Manufacturer narrative:
(B)(4). At that time it was not considered a reportable event because the injury was reported to have been superficial and not requiring intervention in order to prevent death or permanent impairment. It was reported that an incident took place while the aquamantys 2.3 bipolar sealer was being used. It was reported that during an orthopaedic hip surgery, the pt, a (B)(6) child, sustained a minor injury due to hot saline dripping onto the skin resulting in a superficial burn to the left buttock. The sales rep reported that the surgeon took responsibility for the incident and stated he did not use suction during the surgery because he was moving so quickly, which allowed hot saline runoff to come in contact with skin. He stated the device functioned properly throughout the procedure. The sales rep reported he was told by the surgeon that the injury was superficial and was treated with an antibacterial ointment to assist healing. He reported the size of the burn was approx. 3cm x 3mm. Regulatory affairs placed a call to the hospital on (B)(4). The hospital rep stated the pt was approx (B)(6) and there was a minor burn due to hot saline runoff. When asked whether any additional treatment was necessary the rep could not recollect and recommended that salient contact the surgeon directly. He then provided the surgeon's office phone number. Salient first placed a call to the surgeon directly on (B)(4) salient's (B)(4) spoke to the surgeon on (B)(4). During that conversation the surgeon confirmed that indeed a pt under his care was scalded from hot saline which was not evacuated from the surgical wound resulting in an approx 2 by 4 cm area of thermal damage. This he reported was a result of operator error in which he failed to wait for suction to be available. He reported that the pt was approx (B)(6) and diagnosed with cerebral palsy. He reported that the pt was undergoing a topical course and bandaging as a result. He reported that he would continue to monitor and report back to salient if the pt's recovery was remarkable.

Event description:
Received on (B)(4) 2009: medwatch form from FDA, (B)(4). Content: date of event: (B)(6) 2009. (B)(4). Description: "the pt sustained a water burn to the left hip incision site. The wound was approx 3-4cm in size. The physician indicates, "I did not use the equipment properly." We are still trying to obtain more detail as to what the issues were with this device. Manufacturer response (as per reporter) for vein sealer, pending. Based on info provided to salient by its sales rep, (B)(6) personnel and the surgeon who was performing the surgery in this case, it was determined that this incident was not a reportable event. This medwatch form will be filed as a response to the medwatch form received (B)(4) from FDA.